Manufacturer narrative:
The product was not returned by the end user. A DHR review was performed and the lot was found to meet all requirements during manufacturing, including all finished goods testing. An investigation was initiated and retained samples from the lot were tested. The retain samples demonstrated reduced tensile strength. A CAPA and product removal was initiated. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "during a childbirth episiotomy, after the first knot, the thread broke. The user changed the needle thread combination to complete the case. There was no patient injury."